Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed that the peek housing was broken. The device was connected to the carto 3 system and it was not possible to visualize the device due to error 105 which appeared due to an open circuit in the tip area. An electrical test was performed and the resistance values were observed within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The broken peek housing could be related to the electrical issue reported by the customer, the complaint was confirmed. The potential cause of the open circuit could not be conclusively determined. The potential cause of the broken peek housing could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification; do not use excessive force to advance or withdraw the catheter when resistance is encountered; when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft because twisting may damage the tip electrode bond and loosen the tip electrode. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar thermocool for which biosense webster¿s product analysis lab (pal) identified the peek housing was broken. It was initially reported by the customer that during the operation, the signal interference (noise) was observed on intracardiac channels (ic) on the carto 3 system while the catheter was inside the patient¿s body. Signal interference of map1-2 was observed. There was other signals available to monitor the patient¿s heart rhythm. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-jan-2026, the bwi pal revealed that a visual inspection of the returned device found the peek housing was broken. This finding was reviewed and assessed an MDR reportable malfunction since the integrity of the device has been compromised.